Event description:
Nineteen year old female involved in mva 07/6/92 resulting in transverse fracture of the midshaft of right radius and ulna. Treated with orif of plate of the fracture of radius and ula with plates and metallic screws. Doing well until 9/8/92 - informed physician. Medial conservative therapy unsuccessful. X-rays showed fracture of plate bridginh fracture of radius with slight angulaiton of the radius.surgical removal revealed broken plate at 4th screw hole from leftdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event, device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.